Event description:
On (B)(6) 2007, a lift malfunctioned while transferring patient. The lift actuator broke causing lift to tilt over having patient fall resulting in fracture of shoulder and skin tear to hand. In addition an employee was injured as well.